Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that in 6 various arthroscopic procedure during the week of (B)(6), 2010, the surgeon noted metal shavings emanating from the fms shaver blades and falling into the pt's joint space. They believe that all of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the pt. Devices discarded at user facility. Also see associated mdrs 1221934-2010-00363, 1221934-2010-00364, 1221934-2010-00365, 1221934-2010-00366 and 1221934-2010-00367.